Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond suture, involved caused and/or contributed to the adverse events described in the article, specifically: wound infection? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond suture?

Event description:
It was reported in a journal article that the patient underwent an intra-operative frozen section/iofs and nerve-sparing robotic radical prostatectomy procedure between (B)(6) 2012 and (B)(6) 2014 and the suture was used for the robotic radical prostatectomy technique. The pneumoperitoneum was created by closing the preplaced suture around the balloon port. There was one clavien grade 2 complication which was a wound infection requiring antibiotics. Additional information has been requested.